Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Customer received assistance from paramedics and was provided with carbohydrates to address bg. Customer declined to provide further information or undergo troubleshooting.